Manufacturer narrative:
The customer stated she followed the (B)(6) (B)(4) operator guide instructions and covered the autosampler needle with the red needle cover immediately after removing the centering collar on the (B)(6) (B)(4) with dual aspirate autosampler instrument. It is unknown what sort of treatment the customer received when she sought treatment four days after the incident. Siemens healthcare diagnostics inc. Has determined that the cause of the needlestick injury to the customer's finger on the (B)(6) (B)(4) with dual aspirate autosampler instrument is operator's technique when performing the centering collar maintenance on the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2016, the customer was poked in the finger by the autosampler needle while performing the centering collar maintenance procedure on the (B)(6) (B)(4) with dual aspirate autosampler instrument. The customer was wearing gloves at the time of the incident. On (B)(6) 2016, the customer reported the incident to their (B)(6) department and sought treatment. It is unknown what type of treatment was received. There are no known reports of adverse health consequences due to the customer being poked in the finger by the autosampler needle on the (B)(6) (B)(4) with dual aspirate autosampler instrument.